Event description:
Out of box failure, the ventilator displayed technical error code indicating a microprocessor failure on the inspiratory control board. There was no pt connected at the time of the malfunction.